Event description:
On (B)(6) 2011, pt reported his down arrow button on the infusion device is not working. Pt is currently on his backup infusion device. Pt stated, the issue began about a month and a half ago. Pt reported, he noticed the issue when he was attempting to bolus. Pt stated, the button started off working intermittently and then just stopped working altogether. Pt reported, the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.